Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The reporter stated there is a vertical black line in the middle of the meter display. No adverse event was reported. The meter was requested to be returned for evaluation.